Event description:
A report received from the USA stated an 840 ventilator experienced a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). It is unknown if there was patient involvement at the time the incident occurred. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the bdu printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed according to manufacturer specifications. Covidien ref: (B)(4).